Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery depleted faster than caller expected and that pump shut down, which reset insulin on board and maximum hourly bolus settings and led to high blood glucose that displayed as ¿high.¿ there was no reported information regarding any long-term impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, did not need help from a third party, and resumed insulin delivery after shutdown; technical support reviewed pump usage, confirmed battery was depleting within normal range for customer¿s settings and insulin use, and provided education on addressing alerts quickly and adjusting behaviors to reduce battery consumption, which caller understood and acknowledged.